Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data did not find any the loss of prime alerts. Battery cap was not returned, using a test cap the pump powered up properly. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force sensor calibration reading was within specifications. The pump casing was opened and no anomalies were found with the force sensor circuit. Unrelated to the complaint, the bolus button was missing and the bolus function was unable to be tested.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a loss of prime issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.